Event description:
In 2006 the lay user/reporter (patient's spouse contacted lifescan alleging that the one tounch fasttake was reading inaccurately low. The customer care advocate (cca) verified the following: the meter was set up correctly, the test strips were in good condition, and the correct testing/cleaning techniques were used. The cca walked the reporter through a control solution test, which passed. The medical affairs specialist spoke with patient's spouse the following month to obtain/verify information. A month ago (around 9:30am) the patient got a "265 mg/dl" fastig reading. Before his breakfast, the patient took his usual dose of 25 units of n insulin and additional r insulin (amount based on his sliding scale). While eating his breakfast, the patient started to eat slowly so his spouse became concerned. The patient's spouse stated, "it's like he wasn't comprehending anythin. I would try and tell him something and it was like he was in another world." The patient did not receive any treatment for his symptoms at home. The reporter contacted the emergency services, which arrived within 15 minutes. Immediately before theemergency services arrived, the patient was retested on his meter and got "209 mg/dl." Within a few minutes, the patient got a "447 mg/dl" on the ambulance's meter and then was transported to the hospital around 11am. The reporter and the patient cannot recall if he received any treatment on the ambulance. At the hospital, the patient obtained additional blood sugar results in the "400's mg/dl" on the hospital's meters and was diagnosed with hyperglycemia. The patient received 20 units of r insulin on that day and 15 units of r insulin before he was released the following day. The patient also has neuropathy in his legs. Based on statical methodology, the calculated difference between the patient's meter result and the paramedic's meter result exceeds lifescan's criteria for accuracy. However, the control solution test passed. This complaint is being reported because thepatient obtained a glucose result on the reported meter that did not correlate with his symptoms. The meter, test strips, nd control solution were replaced.